Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, after two firings, the surgeon was able to press the green button and could not squeeze the handle. The stapler was not able to fire another reload. They have used another device to complete the case. There was no patient injury.